Manufacturer narrative:
Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was alarming "no disposable, clamp tubing". The patient stopped and restarted the pump, but the alarm persisted. The patient then clamped the tubing, unlocked the cassette and checked for air in line; there was no air present. The patient reattached the cassette, unclamped the tubing and restarted the pump. The pump continued to alarm, the pump was turned off and the patient was instructed to call their doctor. There was no patient injury.